Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer passed away on (B)(6) 2020 at home due to a heart attack. It was reported that the customer suffered a heart attack on (B)(6) 2020 and was also recovering from hip surgery. It was reported that the customer was wearing the insulin pump and continuous glucose monitoring system at the time of death. The insulin pump will not return for the analysis.